Manufacturer narrative:
Additional manufacturer narrative: this event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no patient information was available.

Event description:
It was reported that during a procedure using the paragon t2 wand, allegedly a small piece of metal from the tip of the wand dissolved and fell into the surgical site. The piece of metal was retrieved adn surgeon is confident that no other debris was left inside the patient. There were no significant delays or patient complications reported as a result of this event.